Manufacturer narrative:
Corrected data: d5: lay/user patient to healthcare professional d6: (B)(6) 2014 - (B)(6) 2016. H4: 23oct14 - 04aug16. Additional manufacturer narrative: reported event: an event regarding loosening of a femoral stem involving a patient specific distal femur was reported. The event was confirmed by medical review. Method and results: product evaluation and results: not performed as no items were returned. Clinician review: the implant in situ was for a distal femoral replacement, which was inserted on (B)(6) 2016. The surgeon reported aseptic loosening of the implant. The CT scans provided show that the implant has grossly loosened, with massive radiolucent lines along the stem, between the cement mantle and the bone. The bone has undergone severe resorption and it is very osteoporotic now. Therefore, the radiographic assessment can confirm the reason for revision. Product history review: review of the product history records indicate (B)(4) device was manufactured and accepted into final stock on 04 aug 2016 with no reported discrepancies complaint history review: based on the device identification the complaint databases were reviewed from 14-nov-2016 to present for similar reported events regarding loosening of a patient specific, distal femur. There have been 8 other events. Conclusions: an event regarding loosening of a femoral stem involving a patient specific distal femur was reported. It was reported on (B)(6) 2019 that the patient passed away due to a non device related event ( see attached). The exact cause of the "loosening" event could not be determined because further information such as x-rays from the primary post-operation and the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by siw. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Catalog numbers and lot codes of other devices listed in this report: smcic01 (b15649) circlip; smbpr02 (b15629) bumper pad; smbsh02 (b14841) bushes; smmltb02 (b13500) short tibial bearing.

Event description:
A patient specific prescription form was submitted for patient's left distal femur. Diagnosis is "loose left distal femur replacement". Note indicates "2 flange plates for proximal fixation please. Short stem please". Update 10 oct 2019: the rep confirmed the patient passed away due a non implant related complication.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Device not returned.

Event description:
A patient specific prescription form was submitted for patient's left distal femur. Diagnosis is "loose left distal femur replacement". Note indicates "2 flange plates for proximal fixation please. Short stem please".